Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product was returned. Ischemia: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Pain: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: 14fr introducer passed all post sterile inspection checks.

Manufacturer narrative:
The sn and UDI of the device is unknown. The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Impella successfully weaned and explanted at end of case, as per physician. Peel-away sheath left in place with heparinized saline pressure bag, to be removed once act below 150, followed by plan for manual compression x 60 minutes. The patient encountered ischemia after support. Pulses were present via doppler post ppci (primary percutaneous coronary intervention). The peel-away sheath was removed once prothrombin time was below therapeutic range. However, the physician called to notify about patient¿s loss of pulsatility in right lower leg after removal of the impella peel-away sheath. He also stated he was in the process of contacting the on-call ir (interventional radiology) team for intervention. The ir physician and team took the patient to the procedure room and were unable to remove obstruction at the popliteal area. Patient was on an alteplase drip to right leg pending to be taken back to the ir department later. Nursing staff stated that the patient complained of right lower extremity pain or claudication, from the knee down, before the procedure. Impella successfully weaned and explanted at end of case, and patient survived the procedure.